Event description:
It was reported that purge failure alarms occurred when volume was changed "on the fly." Several more purge failure alarms occurred while attempting to re-initiate pumping. Pump had been in use for more than 48 hours. Pump was exchanged with an acat 1 plus iabp. There were no reported patient complications.